Event description:
Procedure type: laparoscopy. According to the rptr: during the procedure, the doctor noticed that the inferior jaw had been divided by half. The pt was not effected as the doctor removed the product and the fragment from the field.

Manufacturer narrative:
(B)(4).